Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after removing a bd venflon¿ pro safety shielded IV catheter, the infusion liquid leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that after removing a bd venflon¿ pro safety shielded IV catheter, the infusion liquid leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the returned sample is different from the catalog reported for this complaint. The needle had pierced through the catheter of the actual sample returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle through catheter with lot #7233296 regarding item #393206. Investigation conclusion: the returned sample is different from the catalog reported for this complaint. The root cause will be based on the sample received. There is an automated vision inspection system that rejects part not meeting lie distance requirement. A needle pierce though catheter defect will automatically be rejected as the lie distance will be out of specification. There is no process in the manufacturing facilities that could have caused this nonconformance. Therefore, this reported nonconformance could have occurred out of the manufacturing facilities.

Event description:
It was reported that after removing a bd venflon¿ pro safety shielded IV catheter, the infusion liquid leaked. There was no report of exposure, injury or medical intervention.